Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 24 mg/dl. Customer¿s current blood glucose level was 131 mg/dl. At the time of incidence. Customer was treated with glucose tablets and food. Customer was alleging that insulin pump was over delivering. Customer was assisted to troubleshoot. The insulin pump will be returned device for analysis.